Event description:
It was reported that leakage occurred with a intima-ii catheter y 22gax1 in. The following information was provided by the initial reporter, "in clinical use, the package was found to be leaking. There are hidden dangers such as incomplete sterilization and infection."

Manufacturer narrative:
Investigation: neither sample or photo was returned. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a intima-ii catheter y 22gax1 in. The following information was provided by the initial reporter: "in clinical use, the package was found to be leaking. There are hidden dangers such as incomplete sterilization and infection."